Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call off no power anomaly and low battery alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for off no power alarm was performed. Customer received a low battery alarm prior to the off no power alarm. Customer advised this was the second occurrence of the off no power alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.